Event description:
Nc trek balloon was inflated to post dilate a stent placed in proximal left main artery. After the successful dilation of the stent, the balloon would not deflate. (B)(6) needed to pull the inflated balloon from the left main artery and over-inflated the balloon in the abdominal aorta so the balloon would rupture. Then the balloon was successfully removed through the guiding catheter. No complication noticed. Patient was stable, transported to ICU for observation.